Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. An alert for high, out of range, pacing lead impedance was noted. Trends showed the pacing lead impedance had gradually increased. An increase in the capture threshold was also observed. The lead was explanted and replaced.

Event description:
New information received indicated that the lead was recently capped and replaced; not explanted as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.